Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient had an access site infection after use with a 6-12f mynx control venous vascular closure device (vcd). The hospital had multiple infections in a short time period which were not specific to only mynx devices. The hospital has reestablished training in their sterile procedures. The deployer is certified in using the mynx device. The device packaging was not compromised during storage. The packaging was opened in a sterile field, and sterile technique was followed. The hospital staff provided re-education on sterile processing techniques. It is unknown whether the patient received prophylactic antibiotics prior to the procedure. The patient was under general anesthesia during the procedure, which was performed as an outpatient. After the procedure, the access site was cleaned and maintained, but it was reported that the patient did not appear to have bathed since before the procedure. The device is not available for evaluation.

Manufacturer narrative:
As reported, a patient had an access site infection after use with a 6-12f mynx control venous vascular closure device (vcd). The hospital had multiple infections in a short time period which were not specific to only mynx devices. The hospital has reestablished training in their sterile procedures. The deployer is certified in using the mynx device. The device packaging was not compromised during storage. The packaging was opened in a sterile field, and sterile technique was followed. The hospital staff provided re-education on sterile processing techniques. It is unknown whether the patient received prophylactic antibiotics prior to the procedure. The patient was under general anesthesia during the procedure, which was performed as an outpatient. After the procedure, the access site was cleaned and maintained, but it was reported that the patient did not appear to have bathed since before the procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided based on the nature of the complaint since patient related events cannot be duplicated in a lab, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Without the return of the devices for analysis and without procedural/access site films the reported customer complaint " infection" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that sterility barrier issues at the facility and patient hygiene contributed to the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. It was reported that the patient was diabetic, which could affect the healing process of the puncture sites. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.